Manufacturer narrative:
Device manufacture date: the lot was manufactured between 05/15/2018 and 05/17/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the center ridge. The leak was discovered during an unspecified process step and it was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.